Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and self test. Pump received with pump error 38 during rewind due to motor flex cable not connected to the electrical board properly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call no motor movement alarm on the insulin pump. Customer¿s blood glucose level was 11.7 mmol/l. Customer advised they were unable to rewind the device as the device alarmed no motor movement. Customer was advised the insulin pump detected a possible issue with the motor. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.